Manufacturer narrative:
Insulin pump alarmed compromised force sensor during the displacement test due to motor high current draw. Unable to perform the full functional testing including the displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test due to compromised force alarms. Insulin pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states that insulin pump was not dropped or bumped. Customer states drive support cap appeared normal. Customer's blood glucose was 192 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.